Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. Device has been explanted.

Event description:
Patient reported enlarged lymph nodes and became septic. Additionally reported having joint pain, which was deemed not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g1, h6.